Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number. In november 2025, we received four sealed samples. After opening, the catheters were inflated at 50 ml with water. No burst issue was observed. It was then inflated at 30 ml, no bursting was observed. This defect cannot be reproduced with these samples. Without additional information, coloplast cannot proceed further with the investigation. Quality database was checked and revealed a corrective and preventive action: "balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on prostatic catheter product, defect burst over last four year, 120 similar cases were found. A rmf evaluation was performed based on criq 250 - risk identified: 11304a (hazardous situation: catheter balloon cannot be inflated (or with difficulty)). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the balloon bursts without being fully inflated. This happened to a patient in the recovery room and a new one had to be placed.